Event description:
On (B)(6) 2023, a patient who was part of the perceval japan study was implanted a perceval pvs21 in aortic position. Based on information received, patient eventually passed away on (B)(6) 2023. As reported, the patient's clinical history included chronic renal failure and dyslipidemia. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies was noted. Should further information be received in the future, a follow up report will be provided.